Event description:
It was reported that the scs ipg was turning off and on randomly. Turning magnet mode off was unable to resolve the issue. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Additional info: 1627487-12192011-003-r.